Event description:
The procedure was sfa-popliteal atherectomy via contra lateral groin access. Four cuts were made in the distal sfa/pop. The turbohawk was pulled back and the wire was prolapsed distal to the sheath. Several attempts were made to straighten out the wire and remove the turbohawk. The turbohawk was removed and a guide catheter was inserted over the .014 wire. The 014 wire was eventually removed, but the turbohawk's distal tip was damaged. The tip markerband was noted to still be in the body. The patient also experienced respiratory issues due to the sedation and had to be addressed during the procedure. The patient was transferred to the ICU in stable condition.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.